Manufacturer narrative:
(B)(4). During a follow-up with the user facility, the device was found to be operating as it was intended. There was no additional information provided.

Event description:
A report was received stating a ventilator generated a severe occlusion alarm, and subsequently ceased to ventilate the patient. There is no report of patient harm, death or serious injury associated with this event.